Event description:
It was reported that the vns pt had their vns generator and lead removed due to "shocking sensation." Additional info was received regarding the events that took place just prior to and during surgery. The shocking sensation was throughout the neck and chest area. The pt reported the shocking sensation continued, even after the device had been disabled. The pt is mentally retarded and this may have contributed to the report. There was no report of direct trauma to the area. X-rays were taken prior to surgery and revealed no visible lead discontinuities and the physician indicated that the strain relief bend and loop "looked good." Diagnostics were performed during surgery and revealed normal function. The explanted lead and generator have been returned to manufacturer and analysis is pending.